Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited failure to capture and the guidewire failed to advance into the lead. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were failure to capture and failure to advance stylet. As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. Visual examination found blood throughout the lead body. Stylet insertion test found obstruction/restriction at the distal region of the lead and destructive analysis found the inner coil was clogged with blood/body fluids. The cause of the reported event of failure to advance stylet was due to the inner coil clogged with blood/body fluids. The reported event of failure to capture was not confirmed. Visual, x-ray and electrical examination did not find any anomalies except of procedural damage.